Event description:
I purchased a cvs covid-19 at home test kit at the (B)(6) location. I took the first of two tests from this kit on (B)(6) 2024, and received a positive result. I took a binaxnow brand rapid test the same day and received a negative result. On (B)(6) 2024 I went to a (B)(6) urgent care and received a negative rapid test and a negative pcr(polymerase chain reaction) test. I came home and took the second cvs test and it again yielded a positive result. Unclear how this is possible. This testing kit has yielded two false positives. Quidel corporation was contacted via email and phone regarding this issue and I was told to contact the cvs for reimbursement. No accountability. Currently in process with cvs to gain reimbursement for this faulty test but people need to be made aware of quidel pharmaceuticals. Reference report: mw5151104.